Event description:
Per the clinic, the patient experienced wound infection around the abutment site (date not reported) and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient underwent abutment removal procedure on (B)(6) 2022. Additional information has been requested but it has not been made available as of the date of this report.